Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited failure to capture. The insulation of the rv lead also visually found to be damaged and it was confirmed via fluoroscopy. The rv lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of loss of capture and insulation breakage were confirmed. A complete lead was returned in one piece for analysis with the helix retracted and clogged with blood/tissue. Visual examination found outer and inner insulations damaged consistent with procedural damage. Due to procedural damage internal shorting was found. The cause of the reported events was due to procedural damage.